Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the child was under residential care for children. The child died. This patient was in a room with other people. Allegedly, for 18 ½ minutes, the staff ignored the alarms on the pulse ox machine oximeter. Staff at the facility suggest the machine¿s alarm did not work and was the cause. The machine alarmed 5 times that day and was handled within 10 seconds. This time, it alarmed for 5 minutes before the child died. The reporter does not have any specific product information. Attempts are being made to obtain additional information. The status of the monitor involved has not been disclosed. Internal search of complaints and regulatory reports did not show that this incident was previously reported.